Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned device could not confirm the report. A complaint database search finds no other reported incidents against the provided product and lot combinations. A depuy france supplier states the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Glenosphere would not seat properly on metaglene. After repeated tries, the surgeon requested a new implant.